Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. The user reported that the system suddenly stopped functioning during aneurysm treatment. At this time, there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. This event was reported mainly because the incoming message indicated that the system was no longer usable due to the reported error. However, the detailed examination of the log file could not confirm this. Rather, it indicated that after the system was restarted, the system was operational and radiation was also triggered at both planes. Nonetheless, it was also determined that there was a hardware fault, namely a defective potentiometer, which caused the table tilt monitoring to respond from time to time and fool the system into thinking that the position had changed. This, in turn, resulted in the system having to repeatedly readjust the position of the flat panel detector and hindered the workflow on site. The subsequent problem with the acquisition control unit (acu) also resulted in the temporary loss of x-ray radiation, but this was resolved by restarting the system. Such a failure pattern requires an on-site servicing and replacement of the affected part. The potentiometer was replaced on site by the regional service and the described error was successfully eliminated. The occurrence rate of the error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.